Manufacturer narrative:
H10; the removed touchscreen was returned to the product investigation lab (pil). Pil stated that the touchscreen passed all flex cable resistance training and failed during the diagnostics and functional testing. The touchscreen displayed misaligned touch points. The technician at the pil verified that touchscreen was able to be calibrated after successful recalibration of the touchscreen using the touch screen calibration button noted in the diagnostics portion of the software. The touch points were properly aligned with the light crystal display (lcd) after recalibration and the touchscreen passed all diagnostic tests.

Event description:
This report is based on information provided by philips international service technician and has been investigated by the philips complaint handling team. It was reported during periodic maintenance the v60 touchscreen was out of alignment. There was no patient involvement at the time the issue was discovered. A touch screen calibration was performed but the issue was not resolved. The touchscreen was then replaced and confirmed to have resolved the issue. The customer replaced the touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.